Event description:
It was reported that the customer's pump would not turn back on and the touch screen was black. There was no reported impact to customer¿s blood glucose level. The pump was replaced to address the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.